Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/1.0/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model; size lens but different power due to refractive surprise. The replacement lens did not resolved the problem. Cause reported as unknown. "The patient is 45 years old, presbyopia -1.50d, professional accountant, usually see more close, the main complaint of near vision is still poor vision to solve the near vision, so 2 operations." See MFR# 2023826-2022-03312 for exchange lens.

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/1.0/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a same model; size lens but different power due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown. "The patient is 45 years old, presbyopia -1.50d, professional accountant, usually see more close, the main complaint of near vision is still poor vision to solve the near vision, so 2 operations." MFR# 2023826-2022-03312 for exchange lens is not a complaint. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).